Event description:
Contact called in for assistance with the fill tubing part of the load process. During the troubleshooting, the pump stopped fill tubing at approx 10 units and requested a minimum of 50 units to continue. Cold insulin was used. Contact loaded a new cartridge and resumed insulin delivery successfully. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t-slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.